Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). Device has been requested but not yet received.

Event description:
According to the hospital: during the scheduled surgery, the customer detected the blood leaking at the drainage side. During the extracorporeal circulation, it was observed that the color of the filtrated liquid was turning red as soon as the filtration started. Replacement was used to continue the procedure. No adverse effects on the patient. (B)(4).

Manufacturer narrative:
Maquet medical systems,USA (importer) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). Maquet cardiopulmonary gmbh received the product back for investigation. During the visual examination of product, no abnormalities was found. Further investigation steps are momentarily not possible to be executed due to work safety issues in the complaint laboratory. Sap trend search was performed (material 70100.2497 failure code 0112 leakage at bc connector) which came to following results: 0 additional complaints were recorded which appears reported issues are the same since the last 12 months. Sap trend search was also performed based on same failure codes (0112) and same product group. Additionally 0 similar complaints were recorded in last 12 months. (B)(4). Due to this information no systemic issue could be determined. Most probable root cause was found as material failure. To perform further investigation, (B)(4) was initiated. The complaint file will be updated accordingly as a corrective getinge cp antalya initiated supplier complaint (B)(4) regarding the failure. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this, no further investigation initiations will be completed at this time.

Event description:
Ref.: (B)(4), customer ref.: (B)(4).